Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet pump interface became unresponsive, preventing acknowledgment of on-screen prompts, and a replacement device was arranged; the user¿s blood glucose was 269 mg/dl and they transitioned to backup therapy. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy with continued cgm use. Investigation included review of user-provided video, confirmation of current firmware, and remote troubleshooting. Investigation of this case revealed a touchscreen or user interface malfunction consistent with a hardware screen unresponsive issue, with no data transfer to the replacement device expected. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface hardware.